Event description:
It was reported that the attempted lead's distal tip was bent and that the physician was unable to advance the stylet. The insulation also appeared to be damaged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the returned stylet was inside the lead. The stylet was removed to find it was bent at various locations including near the distal tip. A fresh stylet was used for further testing which passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.